Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was noted to be scratched after implantation. The procedure was completed the same day. The initial reporter indicated that the backup lens ended up having a scratch on it as well. Additional information was provided by the initial reporter that the scratch on the backup lens was in the periphery near a haptic. It remains implanted. There are two medical device reports associated with this patient. This report is associated with the iol that remains implanted.